Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the customer was hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2021. Blood glucose reading was 1180 mg/dl. The customer was treated with intravenous insulin drip at the hospital. Customer using the insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.